Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the lot number (s) of the product (s) involved? Status of product return.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2020 and the suture was used. It was reported that the thread breaks at the slightest tension. There were no adverse patient consequences reported.